Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device via a 6fr sheath, after a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery (sfa). Reportedly, the plunger was depressed and the click was heard and the splitting of the sheath was initiated. When the starclose se device was pulled back to position the locator wings against the vessel wall, the device came out of the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy the vessel locator wings was not confirmed as the device was returned with the wings in the deployed position. The reported failure to deploy the vessel locator wings and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.